Event description:
Boston scientific received information that the patient implanted with this device system experienced a syncopal episode while shopping out of state. The patient was presented in the emergency room and checked by a boston scientific sales representative. An episode, matching the time of the syncope, displayed noise on the right ventricular (rv) channel, followed by antitachycardia pacing (atp), which induced ventricular fibrillation (vf). The patient was then shocked and the vf converted. The patient was not pacer dependent and it appeared that the vf caused the syncope to occur, rather than the inhibition of pacing due to noise. The sales rep also noted that the noise appeared to be worsening, as there were several episodes with noise leading up to the syncopal episode. The patient wanted to return to her home state, so the device was reprogrammed for tachy therapy off to avoid further inappropriate shocks. An invasive revision procedure was planned, and the rv lead was observed to be fractured. The lead was extracted and replaced with a new lead. During the revision procedure, the right atrial (ra) lead was extracted due to tissue growth. No further information was available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed. No issues or errors were noted during control solution testing. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported that on (B)(6) 2010 the test did not start on her freestyle freedom lite blood glucose meter. She further reported experiencing weakness, ataxia and an inability to stand up by herself. She further reported a subsequent loss of consciousness. Paramedics were called and transported customer to a local healthcare facility where customer's blood glucose was checked (results not provided), a diagnosis of severe hypoglycemia was made, an intravenous infusion of glucose was given and customer was given a diet to follow. Customer was admitted for a four day hospitalization. There was no report of death or permanent injury associated with this event.